Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage during puncture of a child, air leakage is detected from the indwelling needle.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4109456: 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defective sample is not received, the crack state at the catheter cannot be identified, so the root cause of the leakage at the catheter cannot be determined. The plant will continue to track and trend the issue.